Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient's pacemaker was explanted, due to unspecified issue. The pacemaker was replaced. Patient status was not known.